Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during an adenoidectomy, the metal wire of the evac 70 broke. The failure happened outside the patient. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned instrument showed no manufacturing abnormalities. Fluid was in the fluid line. Electrodes had been used. Two electrodes had eroded. Bio debris was present, and the wand was bent from use. Product was out of the original packaging and no packaging returned. A functional evaluation was performed on the returned device and found that when the device was plugged into the controller, it registered settings (7,3). The wand produced plasma and coagulation as expected. The found failure has been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include using the device as a lever to enlarge surgical site, mechanical displacement of tissue through applied force or activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.